Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that an epidural was administered in the 3~4 lumbar of a female patient before delivery. After the procedure was over, resistance was met when attempting to remove the catheter. As a result of the difficulty, the catheter broke, leaving a piece behind in the patient's body. The md had to perform surgery to remove the remaining piece from the patient. There was not reported delay, death or complications to the patient as a result of this occurrence.